Event description:
Consumer states that the front right motor on the chair is leaking oil. Consumer states that it¿s just a few drops of oil at a time and they are able to clean it up. No property damage.